Manufacturer narrative:
(B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy, on anastomoses, the device partially fired and there was an incomplete staple line. They manually over sewed using a traditional sutures to fix the staple line. The surgical time was extended by 1-2 hours.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The loading unit was received fully applied. The knife assembly was partially disengaged and bent. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.